Event description:
Complainant alleged that during the biomedical dept's routine testing and preventatvie maintenance of the device, the device's charge key remained depressed. The complainant indicated that there was no pt involvement in the reported failure.